Event description:
It was reported that the liquid crystal display (lcd) of the external pulse generator had blacked out segments on the top portion. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the liquid crystal display (lcd) of the external pulse generator had blacked out segments on the top portion. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the liquid crystal display (lcd) was "bleeding" and it was therefore replaced. Analysis also found the upper and lower cases, both bail covers and the battery drawer were broken, that the ring cover was contaminated, the battery contacts compressed, the ring was missing and the keyboard was scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.